Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the device downstream occlusion (dso) seal was observed to be cracked. The dso seal was replaced, and the device passed all testing. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump started and then flashed the error, ¿the attached pump is incompatible with the selected firmware package." The pump was stuck on the screen to receive the software update. Evaluation of the returned device found a cracking downstream occlusion (dso) seal.